Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead failed to screw into the myocardium despite repeated attempts. The lead helix was found to be bent and deformed upon removal. The lead was not used and replaced during the procedure. The patient was in stable condition.